Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 11-may-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigating the actual device used in this incident, it was determined that station main drawers 3.1 and 3.2 had failed. The back of the drawers was inspected, and all lights were found to be lit. A field service engineer replaced the pyxis module control board, but the drawers still failed after replacing and rebooting. Then the retractor band for drawer 3.2 was replaced, which restored the functionality of the drawers. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es had a drawer failure. The customer reported that there was no delay in dispensing the medication. There were no adverse events or injuries reported as a result of this incident.